Event description:
A distributor returned battery charger/modem sn (B)(4) and reported that the battery charger was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. As received, the battery charger/modem was resetting. Upon investigation, liquid contamination was found on the battery board. The cause of the failure was the liquid contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.